Manufacturer narrative:
(B)(4). This complaint has been re-evaluated and determined to be a malfunction. The device was received in quality assurance and a visual examination was performed. It was noted that the device was returned fully fired. No obvious visual abnormalities were noted. The sulu was removed and the device was cycled and it was noted that the handle did not return after clamping. Since this lot postdates corrective action (B)(4) for this condition, the device will be forwarded to engineering for analysis. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. Corrective action has been implemented to correct this condition. See scanned pages.

Event description:
Reportedly, device fired but the staples did not fire. Held the fragment with forceps and fired with another device. The defective device was discarded due to being used on an infectious pt. Used another device. No injury. Procedure: low anterior resection double staple. Pt sex: male.